Event description:
Edwards learnt that this 21mm valve appeared degenerated and hypercalcified with big vegetations on echo after an implant duration of 1 months and 14 days. This 73-year-old patient had underwent avr through median sternotomy. Intra-op echo and echo at discharged showed good bioprosthetic valve performance. Patient was discharged on pod+10. One month and 8 days after the implant the patient was re-hospitalized in the gastroenterology ward where an echo showed a degenerated and hypercalcifed bioprosthesis with vegetation adhering to the ventricle. Patient was then transfer to the cardiac ward. Reason for re-hospitalization was recurrent acute heart failure with pneumonia and likely endocarditis requiring ICU readmission. Finally, the suspicion of endocarditis was not confirmed due to negative blood culture and pet scan findings. However, the patient was treated for pneumonia and he had no fever since 2-3 weeks before his death. The patient passed away 3 months and 13 days after the implant due to rupture of esophageal varices (major bleeding) and untreatable cardiogenic and hemorrhagic shock. In regards to the anticoagulation status of the patient since the implant: after the surgery the patient was only under clopidogrel, despite pre-operative af, vkas were not used due to esophageous pathology. The inr values after the implant to re-hospitalization were always below 2. As per medical opinion, this is a not confirmed case of very early prosthesis deterioration due to controversial findings. The mean gradient of the valve in the last echocardiography was the same that the one documented at pre-discharged of the implant. Unfortunately, endocarditis was excluded as diagnosis due to negative blood culture and pet scan findings. In addition, there was no autopsy or evaluation of the explanted prosthesis. Echo images were sent to edwards and evaluated with the following findings: the tte on 10-dec-2018 employed angle correction software that likely over-estimated aortic valve velocities and gradients. The tte on 11-jan-2019 revealed mildly elevated velocity and gradients, but a normal effective orifice area; suggesting that elevated gradients likely were due to a high-flow state and/or pressure recovery. Submitted images do not reveal evidence of leaflet calcification, structural valve degeneration or vegetation(s).

Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
Edwards learned that this 21mm pericardial aortic valve appeared degenerated and hypocalcified with big vegetations on echo after an implant duration of 1 months and 14 days. This 73-year-old patient had underwent avr through median sternotomy. Intra-op echo and echo at discharged showed good bioprosthetic valve performance. Patient was discharged on pod+10. One month and 8 days after the implant the patient was re-hospitalized in the gastroenterology ward where an echo showed a degenerated and hypocalcified bioprosthesis with vegetation adhering to the ventricle. Patient was then transfer to the cardiac ward. Reason for re-hospitalization was recurrent acute heart failure with pneumonia and likely endocarditis requiring ICU readmission. Finally, the suspicion of endocarditis was not confirmed due to negative blood culture and pet scan findings. However, the patient was treated for pneumonia and he had no fever since 2-3 weeks before his death. The patient passed away 3 months and 13 days after the implant due to rupture of esophageal varices (major bleeding) and untreatable cardiogenic and hemorrhagic shock. In regards to the anticoagulation status of the patient since the implant: after the surgery the patient was only under clopidogrel, despite pre-operative af, vkas were not used due to esophageus pathology. The inr values after the implant to re-hospitalization were always below 2. As per medical opinion, this is a not confirmed case of very early prosthesis deterioration due to controversial findings. The mean gradient of the valve in the last echocardiography was the same that the one documented at pre-discharged of the implant. Unfortunately, endocarditis was excluded as diagnosis by due to negative blood culture and pet scan findings. In addition, there was no autopsy or evaluation of the explanted prosthesis.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remained implanted. Therefore, the report of degeneration, calcification, and vegetation cannot be confirmed. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If new information is received, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned through a clinical trial that this 21mm valve appeared degenerated and hypercalcified with big vegetations on echo after an implant duration of 1 months and 14 days. This (B)(6)-year-old patient had underwent avr through median sternotomy. Intra-op echo and echo at discharged showed good bioprosthetic valve performance. Patient was discharged on pod+10. Reason for re-hospitalization was recurrent acute heart failure with pneumonia and likely endocarditis requiring ICU readmission. Finally, the suspicion of endocarditis was not confirmed due to negative blood culture and pet scan findings. However, the patient was treated for pneumonia and he had no fever since 2-3 weeks before his death. The patient passed away 3 months and 13 days after the implant due to rupture of esophageal varices (major bleeding) and untreatable cardiogenic and hemorrhagic shock. As per medical opinion, this is a not confirmed case of very early prosthesis deterioration due to controversial findings. The mean gradient of the valve in the last echocardiography was the same that the one documented at pre-discharged of the implant. Unfortunately, endocarditis was excluded as diagnosis by due to negative blood culture and pet scan findings. In addition, there was no autopsy or evaluation for the explanted prosthesis.